Event description:
It was reported that non sustained lead noise due to post paced t wave oversensing was observed on the device via merlin.net transmission. The device was reprogrammed and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.